Event description:
After this patient's generator replacement, their device was stated to be turned on directly after surgery. At the patient's first dosing appointment it was observed that the patient's output currents were disabled. The patient's device could not be increased to their original settings at the dosing appointment due to tolerability issues. It was stated that an error message was observed upon initial interrogation but the doctor clicked through it quickly and therefore it was unknown what the error message stated. A review of device history records for the generator shows that no unresolved non-conformances were found. Additional information was received indicating that no electrocautery was used once the generator was introduced into the sterile field. There was no trauma mentioned in between the time that the patient was implanted and the time they were re-interrogated on (B)(6) 2018. The patient's husband stated that he has a large radio/speaker system in the living room and will communicate with others via radio. He stated that on (B)(6) 2018 he was using his shortwave radio between 12-2am where he stated he operates at 7.2mhz, but when he is communicating with other radios and connects to them it is possible for him to have communicated in the 30khz - 100khz range. He stated that this was the most radiofrequency activity he has ever had (on (B)(6) 2018). No other relevant information has been received to date.

Event description:
Additional information was received that this patient¿s generator output currents were disabled again upon interrogation on (B)(6) 2018 at the patients dosing appointment. The doctor turned the patient¿s device back on at the dosing appointment to an output current of 0.75ma. Additional information was received that the patient was seen by their neurologist again on (B)(6) 2018 and the patient's settings had not been disabled since their last dosing appointment, and their settings were increased, and diagnostics were ok. A generator reset was performed due to the previous disablement events that had occurred. It was stated that nothing out of the ordinary occurred on (B)(6) 2018 in the morning (the time of the last generator disablement). It was stated that the patient's husband and patient previously lived in a small apartment, and now they are in a house with more radio equipment. No other relevant information has been received to date.

Event description:
Additional information was reported that the patient¿s husband was using radio equipment and had purchased more extensive radio equipment since the patient¿s last appointment. The patient¿s device has not been inadvertently disabled again to date. No other relevant information has been received to date.

Event description:
The patient reported that her new model 1000 generator has not experienced any device resets or issues since implanted. Product analysis was completed on the returned generator. Visual analysis of the generator identified no unexpected surface anomalies. After the generator was open, visual examination revealed bends in the feedthru wires and some separation of the silver polyimide attach material and the wires; however, it was determined that the feedthrough capacitors were within specification with adequate attachment. The generator performed according to functional specifications. The generator was subjected to and successfully completed relevant electrical tests without anomaly. The generator was also exposed to MRI , rf and gradient fields in order to replicate the conditions that may have been caused by the patient's exposure to her husband's amateur radio. (Note that the physician's manual discusses the possibility of high-powered amateur radio equipment interfering with the vns system). No resets were identified during exposure. The generator was also tested at the temperature minimum and maximum limits for 24 hours, no device resets occurred. Despite intensive testing, the hardware resets and failure to program were not duplicated in the product analysis lab. Exposure to temperature limits and MRI conditions did not trigger resets. A separation of the of the silver polyimide to feedthru was observed, but it was determined this only occurred at the surface, and therefore did not impact the performance of the feedthru capacitors. Electrical test results showed that the pulse generator performed according to functional specifications there were no adverse functional, mechanical, or visual issues identified with the returned generator. No further relevant information has been received t date.

Manufacturer narrative:
Describe event or problem, corrected data: supplemental MDR 7 inadvertently didn't indicate that the generator had reset two days prior to explant

Event description:
Per the data downloaded during analysis, the generator had reset approximately 2 days prior to explant on (B)(6) 2019.

Event description:
It was reported that an error code of 14 (which indicates a generator reset) was observed and the patient¿s device was disabled upon recent interrogation on 4/8/2019. During the office visit, the patient's device was re-enabled. It was stated that the patient and patient¿s husband had not been using their radio when their device was previously disabled. No further relevant information has been received to date.

Event description:
It was reported by the patient¿s husband that the patient¿s vns device shut off again. The husband stated that his wife has had headaches, mental issues, and seizures due to the device failing and then stated that the patient suffered a migraine due to the device being turned back on to high settings by the physician (B)(6) 2019. The husband stated it caused his wife pain and suffering that the patient has not experienced previously with vns therapy. Clinic notes were received which stated that the patient hadn't felt stimulation since earlier in the month and was unable to feel it when the magnet was swiped. The physician programmed the vns device back on. Clinic notes indicated the device disabled itself on that date as well. There were no issues observed during diagnostics. The patient was titrated up the most tolerable current. The decision was made to refer the patient for replacement of the device. The device was titrated up without problem. The husband stated that he recently went from the 100 w short-wave radio to 600 w short-wave around the time that this issue started to occur with the m1000. He was concerned at one point whether the issues that the patient experienced with the device stopping therapy was related to the new autostimulation issue and the radio. The patient has been referred for surgery, but no known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
The patient's generator was replaced and returned to the manufacturing facility for analysis. Product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
The patient¿s neurologist reported that error code 14 was observed upon interrogation of the patient¿s device, and autostim and normal mode output current were disabled. It was also stated that the doctor could not get the auto detection enabled during programming. The patient's device was re-enabled, but the patient was not able to tolerate their previous settings. Additional information was received that the physician believes the device to be faulty as it continues to disable unintentionally. Based on the information received from the downloaded tablet data, the most recent reboot occurred at about 8:15pm on 03/05/2019 . No other relevant information has been received to date.